Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed. The field service engineer (fse) executed the hardware test application and ejected all cubie pockets in the main full height drawer 6. The fse removed all cubie trays and cleaned out all trash and debris found within the drawer. The ribbon cable for each tray was reseated, and all trays and cubies were reinstalled. A final test was initiated through the hardware test application, and it passed successfully. The fse realigned the ball bearing cage and installed two new slide bumpers on the main half height drawer 5.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie faileduser was unable to release. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.